Event description:
Event description guidant received information that this atrial pacing lead fractured which resulted in several stored episodes of anti-tachycardia pacing. The physician commented that he would like to be able to erase these erroneous episodes.